Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 7 mmol/l and the sensor glucose was 2.9 mmol/l at the time of the incident. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose and blood glucose difference was 4.1 mmol/l. Low suspend was 4.2 mmol/l and sensor glucose was 2.9 mmol/l. The sensor was curved but not bent completely. The customer also reported change sensor and calibration not accepted alarms. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.